Event description:
It was reported that, "clamp won't hold. Surgeon held with hand."

Manufacturer narrative:
Additional lot#: cxw01d. Lot # czs03- this is one of three lot codes reported for the reported catalog number. Device manufacture date- all listed lots were manufactured between 6/1/2004 and 4/2/2008. Dhrs and complaint history review. Conclusion: devices were manufactured prior to design change.